Event description:
It was reported that during a prostate procedure, a system water flow error code 652 was received. The procedure was completed using an alternate procedure (turp).

Manufacturer narrative:
System analysis/service repair: a water flow issue was verified and found to be the result of a faulty chiller. The chiller was replaced and the system tested and verified to manufacturer's specifications.